Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain'), abdominal pain ('abdominal pain') and endometriosis ('endometriosis') in a 39-year-old female patient who had essure (batch no. B94869) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, anemia, dvt, perineal pain, nausea, pelvic adhesions, anemia, blood loss of (nos), lower abdominal pain, uterine fibroids, adenomyosis uteri and endometrium cystic. Concomitant products included ascorbic acid;beta vulgaris root;iron amino acid chelate;rosa canina fruit;rubus idaeus leaf (iron supplement with vit c & herbs) since (B)(6) 2013 and ibuprofen from (B)(6) 2018 to (B)(6) 2018. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia) / abnormal menstrual bleeding"), migraine ("migraines") and headache ("headaches") and was found to have weight increased ("weight gain / loss (specify which one): weight gain"). In (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced abdominal pain (seriousness criterion hospitalization), endometriosis (seriousness criterion hospitalization), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and burning sensation ("burning feeling"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and dysmenorrhoea was resolving, the abdominal pain, endometriosis, dyspareunia, vaginal haemorrhage, migraine, headache, depression, anxiety, weight increased and burning sensation outcome was unknown and the menorrhagia had resolved. The reporter considered abdominal pain, anxiety, burning sensation, depression, dysmenorrhoea, dyspareunia, endometriosis, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.7 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded.; on (B)(6) 2014: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain, menorrhagia, abdominal pain, dysmenorrhea, migraines and burning sensation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media content received: reporter added. Event burning feeling added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain'), abdominal pain ('abdominal pain') and endometriosis ('endometriosis') in a 39-year-old female patient who had essure (batch no. B94869) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, anemia, dvt, perineal pain, nausea, pelvic adhesions, anemia, blood loss of (nos), lower abdominal pain, uterine fibroids, adenomyosis uteri and endometrium cystic. Concomitant products included ascorbic acid;beta vulgaris root;iron amino acid chelate;rosa canina fruit;rubus idaeus leaf (iron supplement with vit c & herbs) since (B)(6) 2013 and ibuprofen from (B)(6) 2018 to (B)(6) 2018. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia) / abnormal menstrual bleeding"), migraine ("migraines") and headache ("headaches") and was found to have weight increased ("weight gain / loss (specify which one): weight gain"). In (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced abdominal pain (seriousness criterion hospitalization), endometriosis (seriousness criterion hospitalization), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), burning sensation ("burning feeling"), nerve compression ("pinch feeling in hip"), peripheral swelling ("right leg swelling"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infections"), urinary tract infection ("uti"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and dysmenorrhoea was resolving, the abdominal pain, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge had resolved and the endometriosis, dyspareunia, migraine, headache, depression, anxiety, weight increased, burning sensation, nerve compression and peripheral swelling outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, burning sensation, cystitis, depression, dysmenorrhoea, dyspareunia, endometriosis, headache, menorrhagia, migraine, nerve compression, pelvic pain, peripheral swelling, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: patient received treatment for pain and abnormal bleeding diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.7 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded.; on (B)(6) 2014: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain, menorrhagia, abdominal pain, dysmenorrhea, migraines and burning sensation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: new events bladder problems, urinary problems, bladder infections, uti, vaginal infection and vaginal discharge were added. Outcome for events pain and abnormal bleeding was updated to recovered/resolved. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain'), abdominal pain ('abdominal pain') and endometriosis ('endometriosis') in a (B)(6) year-old female patient who had essure (batch no. B94869) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, anemia, dvt, perineal pain, nausea, pelvic adhesions, anemia, blood loss of (nos), lower abdominal pain, uterine fibroids, adenomyosis uteri and endometrium cystic. Concomitant products included ascorbic acid; beta vulgaris root; iron amino acid chelate; rosa canina fruit; rubus idaeus leaf (iron supplement with vit c & herbs) since (B)(6) 2013 and ibuprofen from (B)(6) 2018 to (B)(6) 2018. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia) / abnormal menstrual bleeding"), migraine ("migraines") and headache ("headaches") and was found to have weight increased ("weight gain / loss (specify which one): weight gain"). In (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain (seriousness criterion hospitalization) and endometriosis (seriousness criterion hospitalization). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and dysmenorrhoea was resolving, the vaginal haemorrhage, dyspareunia, migraine, headache, depression, anxiety, weight increased, abdominal pain and endometriosis outcome was unknown and the menorrhagia had resolved. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, endometriosis, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.7 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded.; on (B)(6) 2014: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain, menorrhagia, abdominal pain, dysmenorrhea, migraines. Most recent follow-up information incorporated above includes: on 19-jun-2019: plaintiff fact sheet and medical records received. Lot number added. Events added from pfs- abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), migraines / headaches, psychological or psychiatric problems condition: depression and mental anguish, weight gain / loss (specify which one): weight gain, abdominal pain, endometriosis. Outcome of event pelvic pain were updated. Reporter information, aka name, medical history, concomitant drug, lab data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain'), abdominal pain ('abdominal pain') and endometriosis ('endometriosis') in a 39-year-old female patient who had essure (batch no. B94869) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, anemia, dvt, perineal pain, nausea, pelvic adhesions, anemia, blood loss of (nos), lower abdominal pain, uterine fibroids, adenomyosis uteri and endometrium cystic. Concomitant products included ascorbic acid;beta vulgaris root; iron amino acid chelate; rosa canina fruit; rubus idaeus leaf (iron supplement with vit c & herbs) since (B)(6) 2013 and ibuprofen from (B)(6) 2018. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia) / abnormal menstrual bleeding"), migraine ("migraines") and headache ("headaches") and was found to have weight increased ("weight gain / loss (specify which one): weight gain"). In (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced abdominal pain (seriousness criterion hospitalization), endometriosis (seriousness criterion hospitalization), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), burning sensation ("burning feeling"), nerve compression ("pinch feeling in hip") and peripheral swelling ("right leg swelling"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and dysmenorrhoea was resolving, the abdominal pain, endometriosis, dyspareunia, vaginal haemorrhage, migraine, headache, depression, anxiety, weight increased, burning sensation, nerve compression and peripheral swelling outcome was unknown and the menorrhagia had resolved. The reporter considered abdominal pain, anxiety, burning sensation, depression, dysmenorrhoea, dyspareunia, endometriosis, headache, menorrhagia, migraine, nerve compression, pelvic pain, peripheral swelling, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.7 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded.; on (B)(6) 2014: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain, menorrhagia, abdominal pain, dysmenorrhea, migraines and burning sensation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received:- new events pinched feeling in my hip and right leg swelling were added. New reporter was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain'), abdominal pain ('abdominal pain') and endometriosis ('endometriosis') in a 39-year-old female patient who had essure (batch no. B94869) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, anemia, dvt, perineal pain, nausea, pelvic adhesions, anemia, blood loss of (nos), lower abdominal pain, uterine fibroids, adenomyosis uteri and endometrium cystic. Concomitant products included ascorbic acid;beta vulgaris root;iron amino acid chelate;rosa canina fruit;rubus idaeus leaf (iron supplement with vit c & herbs) since (B)(6) 2013 and ibuprofen from (B)(6) 2018 to (B)(6) 2018. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia) / abnormal menstrual bleeding"), migraine ("migraines") and headache ("headaches") and was found to have weight increased ("weight gain / loss (specify which one): weight gain"). In (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced abdominal pain (seriousness criterion hospitalization), endometriosis (seriousness criterion hospitalization), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), burning sensation ("burning feeling"), nerve compression ("pinch feeling in hip"), peripheral swelling ("right leg swelling"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infections"), urinary tract infection ("uti"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and dysmenorrhoea was resolving, the abdominal pain, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge had resolved and the endometriosis, dyspareunia, migraine, headache, depression, anxiety, weight increased, burning sensation, nerve compression and peripheral swelling outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, burning sensation, cystitis, depression, dysmenorrhoea, dyspareunia, endometriosis, headache, menorrhagia, migraine, nerve compression, pelvic pain, peripheral swelling, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: patient received treatment for pain and abnormal bleeding diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.7 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded.; on (B)(6) 2014: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain, menorrhagia, abdominal pain, dysmenorrhea, migraines and burning sensation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: new events bladder problems, urinary problems, bladder infections, uti, vaginal infection and vaginal discharge were added. Outcome for events pain and abnormal bleeding was updated to recovered/resolved. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain'), abdominal pain ('abdominal pain') and endometriosis ('endometriosis') in a 39-year-old female patient who had essure (batch no. B94869) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, anemia, dvt, perineal pain, nausea, pelvic adhesions, anemia, blood loss of (nos), lower abdominal pain, uterine fibroids, adenomyosis uteri and endometrium cystic. Concomitant products included ascorbic acid;beta vulgaris root;iron amino acid chelate;rosa canina fruit;rubus idaeus leaf (iron supplement with vit c & herbs) since (B)(6) 2013 and ibuprofen from 14-nov-2018 to 14-dec-2018. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia) / abnormal menstrual bleeding"), migraine ("migraines") and headache ("headaches") and was found to have weight increased ("weight gain / loss (specify which one): weight gain"). In (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced abdominal pain (seriousness criterion hospitalization), endometriosis (seriousness criterion hospitalization), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and dysmenorrhoea was resolving, the abdominal pain, endometriosis, dyspareunia, vaginal haemorrhage, migraine, headache, depression, anxiety and weight increased outcome was unknown and the menorrhagia had resolved. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, endometriosis, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.7 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded.; on (B)(6) 2014: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain, menorrhagia, abdominal pain, dysmenorrhea, migraines. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jun-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), abdominal pain ('abdominal pain') and endometriosis ('endometriosis') in a 39-year-old female patient who had essure (batch no. B94869) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, anemia, dvt, perineal pain, nausea, pelvic adhesions, anemia, blood loss of (nos), lower abdominal pain, uterine fibroids, adenomyosis uteri and endometrium cystic. Concomitant products included ascorbic acid;beta vulgaris root;iron amino acid chelate;rosa canina fruit;rubus idaeus leaf (iron supplement with vit c & herbs) since (B)(6) 2013 and ibuprofen from (B)(6) 2018. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia) / abnormal menstrual bleeding"), vaginal hemorrhage ("abnormal bleeding (vaginal)"), headache ("headaches") and migraine ("migraines") and was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced abdominal pain (seriousness criterion hospitalization), endometriosis (seriousness criterion hospitalization), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), burning sensation ("burning feeling"), nerve compression ("pinch feeling in hip"), peripheral swelling ("right leg swelling"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infections") and urinary tract infection ("uti"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and dysmenorrhoea was resolving, the abdominal pain, menorrhagia, vaginal hemorrhage, vaginal infection, vaginal discharge, bladder disorder, urinary tract disorder, cystitis and urinary tract infection had resolved and the endometriosis, dyspareunia, headache, migraine, depression, anxiety, weight increased, burning sensation, nerve compression and peripheral swelling outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, burning sensation, cystitis, depression, dysmenorrhoea, dyspareunia, endometriosis, headache, menorrhagia, migraine, nerve compression, pelvic pain, peripheral swelling, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal hemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: patient received treatment for pain and abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain, menorrhagia, abdominal pain, dysmenorrhea, migraines and burning sensation. Lot number: b94869. Manufacturing date: 2013/11/14. Expiration date: 2016/11/30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-oct-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.